Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of cracked input disk to be related to the customer reported complaint. The instrument was found to have cracks on the grip input shaft #6 & #7. Other backend components adjacent to the cracked inputs do not show damage. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument involved with the complaint for evaluation. However, the failure analysis has not been completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument could not close a clip. The procedure was completed as planned with no reported injury.